Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This adverse event was previously reported under MDR #: (B)(4) and MDR #: (B)(4) since information available indicated the two ez steer¿ nav bi-directional electrophysiology catheters used were of the same product code and the same lot number. Therefore the reportable adverse event was be reported against both devices. However, additional information was received on (B)(6) 2021 clarifying the number of ez steer¿ nav bi-directional electrophysiology catheter used during the case and also clarifying the devices with malfunction and the device that was in use during the adverse event. The adverse event will only be reportable against this device and MDR # mwr (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient with history of supraventricular tachycardia (svt), underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter and suffered atrioventricular (av) heart block 3rd degree requiring surgical intervention (pacemaker implantation) and steroids administration. During the procedure, the very first ez steer¿ nav bi-directional electrophysiology catheter used (30429402m) was reversed on the carto 3 system. The catheter was replaced with another one from the same lot number. This issue is not considered to be MDR reportable since the reversed icon is highly detectable and the potential risk that it could cause or contribute to a serious injury or death is remote. While using the replacement (second) ez steer¿ nav bi-directional electrophysiology catheter, the carto 3 system was displaying a 401-"catheter sensor error." The cable was replaced without resolution. The carto 3 system was rebooted without resolution. The catheter was replaced for another ez steer¿ nav bi-directional electrophysiology catheter (same product code, unknown lot #), and the issue was resolved. The replacement (third) ez steer¿ nav bi-directional electrophysiology catheter was used to map and ablate. While ablating the slow pathway, an av 3rd degree heart block was noticed. The heart block was confirmed by the electrogram. Intravenous (IV) steroids were given to the patient. After the steroids administered, the patient was monitored for 45 minutes. The patient was reported to be in stable condition but is still in third-degree heart block. A temporary pacemaker was implanted. Prolonged hospitalization was required to monitor the patient and to possibly implant a permanent pacemaker. It is unknown if a permanent pacemaker was later implanted. Patient condition unchanged. Physician did not give any reason or cause for the issue. He maintained adequate distance from the his and used products within instructions for use (IFU).